Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the battery gauge was fluctuating. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.